Event description:
Same case as MDR ID: 2134265-2014-03060. It as reported that a rotawire broke and remained in the distal branch of the left circumflex artery. The de novo, 32mm in length target lesion was located in a severely tortuous and severely calcified, 2.75mm vessel diameter middle left circumflex artery. A 330cm rotawire and wireclip torquer and a 1.25mm rotalink burr were used in percutaneous transluminal coronary angioplasty and rotablation. During procedure, it was noted that a non bsc balloon was unable to cross the lesion. The physician then decided to proceed with rotablation. During rotablation, the physician noted that the rotawire snapped and the tip of the rotawire remained in the distal branch of the left circumflex artery. Furthermore, it was observed that a mild perforation occurred which healed immediately. In addition, the physician also noted that the burr was kinked. The procedure was completed with another of the same device. The left circumflex artery was opened and an unspecified coil was deployed. No further patient complications reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that an unspecified promus element stent was used after the left circumflex artery was opened instead of an unspecified coil was deployed.